Event description:
It was reported that a user experienced hyperglycemia after unintentionally initiating a rewind on the insulin delivery system, which interrupted insulin delivery, followed by use of backup subcutaneous insulin and later a guided fill and reconnection process. Symptoms included excessive thirst. Outcomes included transient elevation of blood glucose with user-performed corrective action and no medical intervention. Investigation included technical support troubleshooting and user education on pausing insulin and reconnection after backup therapy. Investigation of this case revealed that the exact cause of the hyperglycemia remained undetermined. It was concluded that the event involved hyperglycemia with unclear cause, with no evidence of device malfunction identified during troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.